Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified concentration of sodium chloride at an unspecified rate. After approximately 4 hours, the secondary tubing set was connected to the primary tubing set for piggyback delivery of unspecified concentrations of potassium chloride and magnesium sulfate in sodium chloride. The customer contact reported that while priming the secondary tubing set and initiating the delivery, the pump alarmed for occlusion and the healthcare professional was "unable to infuse secondary solution." There were no reported adverse patient effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.